Event description:
Info received indicates the brake is not set and the bed is alarming.

Manufacturer narrative:
The tech found the bar was not engaging the brake set sensor and when he moved the bed around, the right foot end caster moved more than it should when in brake. The tech found the caster support was cracked in half. The tech replaced the caster support to repair the bed.